Manufacturer narrative:
(B)(4). Analysis of the catheter revealed a tear in the seal near the guide ring of the sc connector.

Manufacturer narrative:
Refers to the main device, other components include: product ID: 8709sc, lot# n180038011, implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider and manufacturer representatives regarding a patient receiving 2,000 mcg/ml of lioresal at 341mcg/day via an implantable pump for intractable spasticity and a spinal cord injury/spinal cord disease. It was reported the patient experienced a three day history of increased spasticity, and also experienced pain and withdrawal symptoms. A 75 mcg bolus was performed and the patient did not experience a response. No environmental, external, or patient factors were reported that may have led or contributed to the event. A rotor study was performed, and was normal. The radiologist was not able to tell if the catheter was epidural or intrathecal; however, it was reported the dye study looked normal. It was indicated the patient was admitted to the hospital and underwent surgery. It was reported the patient was under duress so the physician replaced the pump and catheter on (B)(6) 2016. The cause of the withdrawal was not determined. Following replacement, the pump was reduced to 100mcg/day, and it was initially reported (B)(6) 2016 the issue had not resolved. The patient's status was listed as "alive - with injury." Additional clarification was received on (B)(6) 2016 from the manufacturer representative indicating the status "alive - with injury" was in regards to the fact the patient had been admitted to the hospital, underwent surgery, and experienced pain and spasticity as a result of the event. It was reported the patient was doing very well immediately after the replacement. The patient's medical history was not known. The patient's concomitant medications included oral baclofen and oral valium.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016 the patient had been admitted to the hospital after experiencing withdrawal symptoms, significant increased spasticity in lower extremities, cramping, and pain. The pump was interrogated and appeared to be functioning. Prior to the patient¿s admission the patient exercised easily including riding a bike. On (B)(6) 2016 the patient was transferred to the neurosurgery service and made npo (nothing by mouth) after midnight for a planned pump revision. It was noted that between (B)(6) 2016 the patient was treated with oral baclofen but it was not very effective. On (B)(6) 2016 the perioperative diagnosis was probable baclofen pump system failure and the system was explanted. It was noted that the entire catheter was easily removed and the patient tolerated the procedure well and there were no reported complications. A 790 mcg priming bolus was done and after the prime the pump was reduced from 341 mcg/day to 100.0 mcg/day. The patient was extubated in the operating room and transferred to the recovery room in stable condition. Postoperatively, this patient remained neurologically intact and continued to have significant spasticity in their lower extremities. The patient was kept on oral baclofen. On (B)(6) 2016, the neurology physician saw the patient and adjusted the pump settings and brought it back up to the normal dose. At that point, the oral baclofen was tapered off. The patient¿s spasticity was significantly better than when they were admitted to the hospital, though they continued to have significant spasms and spasticity in their lower extremities. The patient was able to mobilize and was evaluated by physical therapy. They initially recommended inpatient rehab upon discharge from the hospital; however, the patient was feeling better and preferred to go home. The patient was re-evaluated and cleared therapy for discharge home. The patient was started on subcutaneous heparin for dvt (deep vein thrombosis) prophylaxis. Screening duplexes were negative for any acute dvt. The patient¿s pain was controlled postoperatively. The patient was placed on narcotics; however, they did not like the effect of these and they were then placed on tylenol (acetaminophen) and ibuprofen to better help control their pain and decrease the side effects of the narcotics. The patient was stable for discharge home on (B)(6) 2016. Hospital discharge medications include lisinopril 10 mg orally daily, lorazepam 1 mg orally every 8 hours as needed, lendronate 70 mg orally every monday, sildenafil (sildenafil citrate) 25 mg orally daily as needed for ed (erectile dysfunction), melatonin 10 mg orally daily at bedtime as needed for insomnia, flexeril (cyclobenzaprine hydrochloride) 10 mg every 8 hours as needed for pain or spasm, colace (docusate sodium) 100 mg orally twice daily, senna 2 tabs orally at bedtime, omeprazole 10 mg orally daily, tylenol 650 mg orally every 4 hours as needed for pain, fish oil 1000 mg orally daily, and ibuprofen 600 mg every 6 hours as needed for pain. He was discharged in stable condition with home services and would be arranged for outpatient physical therapy. On (B)(6) 2016, the patient was seen by the managing physician. The medications were reviewed and the ibuprofen was changed to 800 mg tablets, other medications included oxycodone-acetaminophen 7.5 mg-325 mg tablet one by mouth every 4 hours as needed for moderate pain last filled on (B)(6) 2015. The patient was just about back to baseline (90%). Incisions were healed and they were doing very well and the patient was instructed that they only required follow-up as needed. The patient¿s medical history includes: medical history included familial spastic paraparesis, lower limb spasticity, laminectomy (1996), irritable bowel, hypertensive disorder, and right hip (unspecified).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.